Event description:
The customer reported ground fault circuit interrupter is broken. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and the gfi. System operates as intended. This MDR is related to ge healthcare.